Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was unable to replicate the customer reported issue. However, the fse replaced the integrated electrosurgical unit (iesu) for customer satisfaction. The fse then tested the system and verified that it was ready for use. The iesu was returned for failure analysis evaluation. A visual inspection of the unit revealed no significant scratches or dents. The front bezel was in decent condition. The unit energized and cauterized and all ports recognized instruments on system.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the generator was not functioning properly. The customer rebooted the generator, attempted using both monopolar ports, replaced the energy cord, and replaced the instrument; however, the issue was not resolved. The patient reportedly suffered a burn to the grounding pad site on the right thigh. The burn was noticed at the end of the case and staff placed a xeroform dressing on the wound. Wound care was consulted in the recovery room. The procedure was completed robotically.